Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4-5+. Transesophageal (tee) imaging was difficult so intracardiac echocardiography (ice) was primarily used. First triclip xtw was implanted without issue. A xtw triclip was then chosen for implantation and planned to be placed right next to first clip. Upon crossing the valve it was determined that the clip had drifted to far away from the target and a forward advancement of the stabilizer was performed to move the second clip closer to first clip. The clip was deployed and was initially stable. Upon additional imaging, the clip was observed to have detached from the septal leaflet (single leaflet device attachment (slda)). A third triclip xt was then placed between the first and second clips to stabilize. The procedure ended with tr reduced to moderate.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.